Manufacturer narrative:
The patient age, gender and weight were requested but were not provided. Approximate age of device - 2 years, 11 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had a high lactate dehydrogenase (ldh) level. A log file was submitted for review to rule out possible pump thrombosis. The manufacturer's technical service representative reviewed the provided log file and no unusual events were observed. Additional information was requested but was not provided.